Manufacturer narrative:
(B)(4) occlusion is labeled in the IFU. No product or images were returned to assist with this investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an IFU, which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU advises: "in addition to the risks and benefits of an endovascular repair, the physician should assess the pt's commitment and compliance to post-operative f/u as necessary to ensure continuing safe and effective results." The IFU also provides recommendations for proper selection of graft sized based on pts specific vessel diameter and states that: "vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." The failure mode assigned to this case is occluded. The failure mode was determined based on the provided event description. A definitive root cause cannot be determined or reported at this time. We will continue to monitor for similar complaints. No add'l actions required at this time. The risk is insufficient per global qera. The risk priority number (rpn) remains at an acceptable level as a result of this complaint.

Event description:
(B)(6) 2011, a (B)(6) male pt underwent abdominal aortic aneurysm repair. Two zenith aaa endovascular graft iliac legs were implanted along with a zenith renu aaa ancillary graft converter. The pt presented to the ER with bilateral lower extremity pain and coolness on (B)(6), 2011. An angiogram was performed through a pigtail catheter via the left arm which showed total thrombosis of the graft. An earnest attempt was made to cannulate the graft in an attempt to declot and thrombolysis the graft in order to allow blood flow to the very patent fem-fem bypass, which was being fed by the pts considerable collateral vessels on the left. Due to thrombosing of the graft, the pt had to have an axillary/femoral bypass graft placed.